Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) levels (180 mg/dl range), small ketones, and dizziness. During the ER visit, diabetic ketoacidosis was ruled out; however, the reason for the customer's dizziness was not determined. Blood work was performed and intravenous fluid and zofran were administered for nausea. The customer remained in the ER for approximately 6-8 hours. Upon leaving the ER, the customer was still feeling dizzy but condition was reported to be otherwise "okay".